Manufacturer narrative:
Events were reported to have occurred on an unreported date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An unspecified number of peritoneal dialysis (pd) patients experienced six episodes of peritonitis. The cause and treatment of the events were not reported. It was not reported if the patients were hospitalized for the event. At the time of this report, the patients' outcomes and action taken with pd therapy were not reported. No additional information is available.